Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customers blood glucose (bg ) level was impacted (334 mg/dl)the customer stated that a manual injection would be taken to stabilize bg level. The customer reloaded the same cartridge and the issue was resolved.